Manufacturer narrative:
This report is submitted on december 14, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to unspecified medical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.